Manufacturer narrative:
According to the facility on (B)(6) 2024, "a 64-year-old patient was being treated for a right pulmonary lobectomy planned in robotic surgery. The patient is placed in the ward and put to sleep. During the preparation of the instrumentation table, the instrumentalist noticed that the packaging of the 2 30° endoscopes required for the operation was pierced. The loss of integrity of the packaging could only be observed by transparency when the optics were opened and not before preparation. The holes are located below the optics. There was increased pain in post-op for the patient because no epidural inserted intraoperatively in robotic surgery. There was an extension of the duration of hospitalization and passage in intensive care". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024, "a 64-year-old patient was being treated for a right pulmonary lobectomy planned in robotic surgery. The patient is placed in the ward and put to sleep. During the preparation of the instrumentation table, the instrumentalist noticed that the packaging of the 2 30° endoscopes required for the operation was pierced."